Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The distributor reported a 46-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support in medicover hospital in india. The patient had access site bleeding and a hematoma. The impella cp was explanted.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Pump was not returned for investigation. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.